Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016 the receiver had an intermittent out of range signal. No additional patient or event information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. The global transmitter final functional test was performed and passed. The customer complaint of an intermittent out of range signal could not be confirmed. A root cause could not be determined.